Event description:
It was reported by the affiliate that (1) ems was used during an unknown procedure. It was reported by the affiliate that the instrument jammed and did not staple. Opened another instrument to complete the case. No adverse pt outcome.